Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was noted that there was damage to the audio bolus button. It was also noted that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: during investigation, the pump was returned with the audio bolus button cover missing and was unable to be tested. Unrelated to the original complaint, the battery compartment was observed to be cracked.